Event description:
The physician confirmed that the patient had high impedance after having a new vns system implanted. The physician did not order x-rays. The device history records of the generator and lead were reviewed, and both devices performed to specification prior to release. No surgical intervention to correct the high impedance has occurred to date.

Event description:
An implant card was received that indicated that a patient's vns system had high impedance. Attempts for further information were unsuccessful to date.